Event description:
The customer contact reported breakage of the clave secondary port. It was reported that prior to patient use, when the nurse spiked the solution container, the clave secondary port on the cassette of the tubing set broke off. There were no reported adverse effects and no delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One opened device was received and evaluated. Visual inspection of the device revealed that the clave at the secondary port on the cassette of the tubing set was completely broken off. There were white drag marks indicating the use of force. The lot number of the device that was in use is unknown. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 450235h, 461675h and 470145h. Hospira has completed a formal investigation to address this issue. According to the investigation findings, the probable cause is related to the design of the male/female adapter (semi-rigid) since the design not being robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi rigid design itself. This report represents all the information known by the reporter upon query by hospira personnel.